Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by multiple medications stuck within the cubie pockets. A field service engineer removed multiple medications and provided two drawer control boards to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system displayed a black screen and failed to power on. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.